Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An unknown zb screw and impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) were returned for investigation. Visual inspection of the as returned products identified marking possibly due to the removal process and bone on threads. Fracture at collar and screw fracture found inside. Device history record (DHR) review was completed for the subject lot number (63523961). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63523961) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227

Event description:
It was reported the implant in the tooth location #23 fractured and was removed. Patient also felt pain.